Manufacturer narrative:
Concomitant medical products: 305u225 tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis, and the implantable cardioverter defibrillator (ICD) system was explanted as a result. A new system will not be placed. No further patient complications have been reported as a result of this event.